Event description:
"I had complications immediately. I had to have 2 add'l surgeries to correct the complications. They hardened, moved in my chest cavity, and they leaked. I started to itch immediately, and became allergic to many things. My body felt fatigued, I had migraine headaches, and couldn't sleep. I began to ache all over, had panic attacks, my vision changed rapidly. I kept reporting various complaints to my physicians, no one could help me, even though they kept trying. I became depressed, my whole body began to change, my breasts were itching deep inside, were completely numb. They were hot to touch, and painful, I was told it would go away. The symptoms progressed rapidly, each time they went back in, they used the same implants, even refilled the one that leaked. My mammograms showed a bulge, the radiologist advised me to remove them, the plastic surgeon denied what the film showed. I had a sonogram later, and it showed my lymph nodes were swollen. They identified gel outside of the capsules. My health was declining rapidly. The nurses told me about the adverse effects, two months before this litigation was to close. I had to see an internal specialist, who diagnosed me with serious health problems, so did a rheumatologist, and so did a neurologist. I have seizures, connective tissue disorder, atypical lupus, sjogren's, raynaud's, numerous other conditions. I have been hospitalized, gone to the emergency room, stayed home because I am now unemployable. No one will insure me now, and this is a partial list of my symptoms, and disorders. I am positive my pathologist's report showed a hole in my implant. My vision is very impaired now. I can't get out of bed, without help, and I am constantly ill. I am in horrendous pain each day. My memory is impaired significantly. I get lost, I can't even shop for groceries, or cook a meal now. I don't go into a deep sleep pattern, my brain stays on run, while my body cries in pain. My legs and feet stay swollen huge. My fingers don't move, I have cramps in my hands, legs, and feet that make my hands draw into gnarls. I have night sweats, my face is getting a pink rash over my nose. My brain has electric light shows, and I wake up exhausted. My whole life has changed. My immune system is compromised, I can't be around anyone who is ill, or I get ill. I'm so allergic to all chemicals, I have severe reactions to them. My voice has changed, my speech is slurred, I'm not me now. My face has broken out in blisters, I'm allergic to the sun, and I have asthma now. I can't begin to explain what has happened. I have someone typing for me, my brain can't put the words together now. I had none of these problems before implants. I was never told of the chemicals in implants. I was told that it would make it easier to detect breast cancer. I had fibro-cystic breast disease. I am positive the implants are what has caused me to become extremely disabled, I am forced to file for disability. I would rather be the productive person I was before I had silicone implants. I rarely am able to go out. I can't hold my grandbabies or participate in a normal life. I am sexually not a lady now. I can't have a climax, my vagina is so dry, and painful. Why did the FDA allow this? I thought implants were safe, and had been approved. Now I'm reading I've been toxically poisoned. I try to use my mind to control pain. I am ill, I want to be well, I want to be free from all of the things I have wrong with me now. I try so hard, but I can't do things. I will never give up trying. I wish I was well enough to be me again now. I stay away from the doctors, I don't want to hear any more. I can't hear well, and I'm so tired. I don't lead a normal life. I'm sick, and I'm just trying to hide from any more tests, or hosps. These chest pains were never normal for a 35 year old lady who exercized, was physically in shape. Now I can't raise my arms, the pain goes from my breast clear down to my fingertips. I can't tell you any more, it's too upsetting to look at. I had a hysterectomy, I hemorrhaged for months. I've had a kidney stone, my bladder is blocked, infected all the time, and they can't do surgery. I have a yeast infection continually. My nails have had a fungus. My skin has huge blood places the size of a man's hand, on my forearms always, my skin is like tissue paper. I freeze when it is 90 degrees. Sinus, oh I could just keep going on, and on but I won't. I think you have read enough. I'm back in kindergarten, and I was intelligent once.